Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, no flow was observed, it may have been a temporal failure. The device's system board and machine flow sensor were replaced to address the issue.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, no flow was observed, it may have been a temporal failure. The device's system board and machine flow sensor were replaced to address the issue. The system board and machine flow sensor were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and machine flow sensor functioned as designed and operated without issue or error codes.